Event description:
It was reported that the multi-link duet did not cross the lesion. During removal of the system as a unit, the stent was dislodged proximal to the femoral sheath. Reportedly no pt injury was associated with this event.